Event description:
The customer contacted stryker to report that their device failed to provide defibrillation therapy. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to verify or duplicate the reported issue. The device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue could not be determined.